Event description:
It was reported that during a laparoscopic choleystectomy when the surgeon uses the clip applier, it does not work. The clip does not go out and the ones that go out have incorrect shape. There was no patient consequence.